Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that there was a potential loss of capture on the right ventricular (rv) lead due to a suspected lead dislodgement. The patient was brought to the operation room to perform x-ray imaging. The imaging was not able to confirm a rv lead dislodgement and electrical parameters were stable and in range. No intervention was performed and the rv lead remained implanted. Following the x-ray imaging, the patient fell off the operation table and hit their head. Computerized tomography was performed and revealed a cerebral hematoma. The patient is currently in a coma. There is no allegation that any (B)(4) devices caused or contributed to the patient's fall and subsequent coma.